Event description:
Reporter alleged obtaining a result of 78 mg/dl on the aviva system at 3:34 pm and then eating two crackers with jelly. Reporter alleged obtaining other results of 543 mg/dl at 3:43 pm and result of 116 mg/dl at 3:47 pm on the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.